Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. Reportedly, the battery life was less than expected. It was reported that moisture was observed behind the display, but there was no damage to the battery compartment or cap. The power issue allegedly had occurred with multiple batteries from different packs. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 08/12/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data showed evidence of short battery life, multiple low and replace battery warnings. Moisture was evident behind the display. The pump powered up with audible and vibratory features. The display was not functioning properly due to moisture intrusion. A rewind/load/prime sequence failed due to repeated motor rewind error warnings. The pump casing was cracked at the display area and a leak test showed a leak where the crack was located. The electrical current draws were out of specifications. Pump casing was opened to further investigate and moisture corrosion was evident inside the pump. The reported short battery life and moisture ingress issues were verified in the investigation.